Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure on (B)(6), 2014. According to the complainant, during the procedure, the generator failed to deliver energy. No error code was noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.